Event description:
Approx a year after the index procedure, the pt had stable angina, ccs3, and restenosis of all three cypher select stents originally implanted. The mid left anterior descending had 70% stenosis and the first diagonal had 80% stenosis, there was no thrombus visible. The restenosis was treated with plain old balloon angioplasty (poba). In 2006, the pt had three cypher select stents implanted. The mid left anterior descending (lad) was an 80%, 28mm lesion that was moderately to heavily calcified, eccentric, diffused and had an angle span of 45-90. The vessels diameter was 3.5mm. The lesion was pre-dilated with a balloon at 12atms and then a 3.5 x 33mm cypher select stent was implanted at 16atms to cover a type a dissection. The kissing balloon technique was used. Final timi flow grade was 3. The first diagonal was a 50%, 5mm lesion that was moderately to heavily calcified, ostial and had an angle span of 45-90. The vessels diameter was 2.5mm. A 2.5 x 13mm cypher select stent was implanted at 14atms. The kissing balloon technique was used. Final timi flow grade was 3. An add'l 3.5 x 18mm cypher select stent was placed in the mid lad at 16atms for distal plaque coverage. The pt's medications at baseline included: asa, clopidogrel, ace inhibitors and beta-blockers.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2007-00436 and 9616099-2007-00437. This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.